Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 51 mg/dl. The customer treated their blood glucose with glucose tablets. The customer also reported their drive support cap was protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was inspected and no loose protruded drive support disk noted. No unexpected no delivery alarm noted during testing. No prime fill anomaly noted. The insulin pump passed self test, displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump was monitored for twenty four hours and no low battery alert noted. All operating currents are within specifications. The insulin pump has loose shifted end cap sticker, cracked reservoir tube lip and minor scratched lcd window.